Event description:
On (B)(6)2017 patient was treated at another non-affiliate facility with insertion of dual chamber pacemaker/ICD. On (B)(6)2017 patient had repair of cardiac perforation right thoracoscopic approach and revision of pacemaker at st. Vincent's medical center, bridgeport, CT. Findings at surgery: perforation of the right atrium with extrusion of the right atrial screw and pacemaker lead through the right atrium into the pericardial space. The lead was removed and replaced.